Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose had a hole, the motor failed the safety assessment and the device reflected a low rotations per minute (rpm's) with a reading of 71,331rpm's, which was lower than the manufacturers' specification (specified reading was a minimum of 75,000 at 90psi). It was further determined that the device lacked lubrication, the locking cylinder was damaged and the drive shaft pin was bent. It was also observed that the hole in the hose was consistent with allowing the hose to come into contact with a sharp object, thus causing the low rpm's when the device was tested. It was determined that the component damage was caused by user error. The damaged locking cylinder was what caused the safety mechanism to fail which was consistent with improperly using the disconnect sleeve while the motor was in use. It was determined that the device lacking lubrication and the bent drive shaft pin was consistent with user error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-surgery setup, it was observed that the motor device had a small hole in outer hose. During in-house engineering evaluation, it was observed that the motor failed the safety assessment and the device reflected a low rotations per minute (rpm's). There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.